Manufacturer narrative:
The lot was manufactured may 11, 2016- may 12, 2016. The device was received for evaluation. Visual inspection revealed liquid coming out at the bladder crimp. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that the device was found to be leaking after admixture was performed and that liquid was pooling in the bottom of the bag. This occurred during set-up. The device was filled with 88 ml of fluorouracil and 142 ml of dextrose with normal saline. The total fill volume was 230ml. There was no patient involvement. No additional information is available.